Event description:
It was reported that during, intra-op, when the surgeon was implanting the screw with a screw driver, the hex driver broke inside the screw. The surgeon then had to connect a 30mm rod to the screw using a set screw and rotate the rod anti-clockwise to get the screw out. The screw then snapped just below the head. Both the products came in contact with the patient. No fragment of any of the products remained in the patient. The patient was impacted by longer theatre time trying to extract broken screw. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): device evaluation anticipated, but not yet begun.